Manufacturer narrative:
(B)(4). This customer reported that they were unable to acquire a 12-lead ECG. They switched to a different defibrillator and obtained the 12-lead ECG. There was no impact to the involved pt. The customer evaluated the device and localized the failure to the trunk cable. Replacement of the trunk cable resolved the symptom.

Event description:
The customer reported that they were unable to acquire a 12-lead ECG.